Event description:
Customer reported device = 314 mg/dl. Customer called the dr who advised pt to go to the ER. Hosp device = 136 mg/dl and did an EKG. No treatment was received and customer was released. A request was made for return product and replacement product was sent.